Event description:
It was reported that the patient had inappropriate shocks due to t-wave oversensing. The smart pass feature had programmed itself off due decreased intrinsic amplitudes. The device sensing vector has now been from the secondary vector to the primary vector. There were no additional adverse patient effects. The system remains implanted.